Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the locking screw is blocked in the implant. The locking screw has tilted interoperatively and blocked in the telefix double rod implant. The surgery was on (B)(6) 2012. (B)(4).

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the complained article was send to our product development center for further investigation. According to their statement the article was manufactured according to the specifications. The implant was fully disassembled. It was established, that the clamping ring is bent which blocks the telescoping feature. Because of the direction of the bending of the clamping ring, it is an indication that the locking screw was bent while the procedure of dissolving. This development was leaded of excessive tightening of the locking screw. The reviews of the manufacturing and material documents show no deviation according to the specifications. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.